Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical for evaluation. The malfunction was observed and attributed to intermittent contact between multiple printed circuit boards and connections related to debris/contamination. The board contacts, sockets and components were cleaned to resolve the malfunction on this 10 year old device. The device passed final test, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device's display was overlapping and clinical information could not be seen. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was overlapping and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.